Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative indicated that the patient had the battery replaced on (B)(6) 2016. It was noted that the patient received a prime battery. The manufacturing representative returned the device to the manufacturer. The manufacturer received the ins on 2016-08-30.

Manufacturer narrative:
The implantable neurostimulator (ins) (serial # (B)(4)) was returned and analysis found the ins to be functionally okay with insignificant anomalies. Eval code-result: no longer applies. Eval code-conclusion: no longer applies.

Event description:
Additional information received reported that the patient was suggested that problem could be that the antenna was not making good contact with the stimulator; which could be because the stimulator was implanted too deep below the surface of their skin. It was suggested for the patient to contact their physician about the problem to see if they thought the stimulator may need to be relocated near the surface of their skin. There was a report that the patient continued working with the poor coupling until it started working again. Therefore, they decided not to contact their physician.

Event description:
A consumer reported difficulty recharging, including recharging too often and no coupling bars. She had been trying to recharge for the better part of three days and could not get it even a quarter full. Troubleshooting reviewed recharging best practices, the consumer attempted to recharge different ways, and saw the reposition antenna and poor coupling screen. The consumer thought the device was too deep, 1/4 deep. She was to follow-up with her health care professional. Indication for use included non-malignant pain.

Event description:
Additional information received reported that the patient was seen at their healthcare provider (hcp) office with a discharged battery on the date of this report and needed assistance in getting the battery to couple. It was noted that the patient didn't understand that the boxes on the recharger needed to turn "black" in order to increase coupling. The patient was just putting the recharger on their implantable neurostimulator (ins) and wasn't remembering to adjust to get good coupling. The patient stated that they would charge for hours per day but could never get to full. Multiple attempts were made to get the ins/recharger to couple. It was reported that the battery was very loose in the pocket and moved easily; it was sitting at an angle. The hcp reported that they were unable to recharge when the patient was in a sitting position but the ins would charge fine when they were lying in a flat position. They moved the patient to a bed and placed a hard cover book under the recharger to hold it firm. The battery was then charging with 8 coupling bars and they were able to get the patient's ins to 50% before they left their hcp office. The physician reviewed with the patient how to gauge the quality of the recharging and also advised that they would have to lean against a firm surface in order to hold the ins steady for recharge. Returning to the operating room and having the ins repositioned was discussed but the patient is elderly and stated that if they needed to get surgery that they would just have their ins removed. The patient was to follow up with their hcp if they needed any further assistance with recharging. No patient symptoms were reported. The patient's status at the time of this report is "alive, no injury."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.